Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5 using rhbmp-2/acs placed inside of an alphatec peek cage. Following the surgery, the patient developed increased pain in her back and legs. She also began to experience swelling in her ankles. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2009, per the implant log, the patient underwent unspecified fusion procedure using rhbmp-2, set screws, rods, cage , strip, screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.